Event description:
It was reported that two stents were deployed and thrombus occurred. The thrombus was removed with a thrombuster. The info contained in this report was captured during a post-market eval conducted outside the us.